Event description:
Clinic reported numerous occurrences of excess weight removal (see manufacturer reports 1423500-2000-00527-00451). Excess weight removal varies from 1.0 kg to as much as 4.5 kg as well as confirmed blood loss across the dialyzer. No details available specific to the incident on this lot number.